Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: clsi guidelines dictate the cap color, specifically with heparin to be green. Bd understands the lack of distinction between the tubes and will take into consideration all product suggestions. Bd recommends that all labels be checked prior to sample collection to verify that the correct tube has been selected. It is imperative that the user determines the accuracy of the tube by reading the label. Furthermore, bd recommends storing the sodium heparin tubes separated from the lithium heparin tubes.

Event description:
It was reported that sodium and lithium heparin tubes are too close in color with a bd vacutainer® lithium heparin 75 usp units blood collection tubes. The following information was provided by the initial reporter: (2 of 2 complaints) in follow up, we had another incident and I cannot express enough how concerned I am about this product. In an acute situation yesterday a nurse was drawing urgent blood work and one of the sodium heparin tubes was in the wrong place and she used it for blood. Thankfully we caught it before the bloodwork was finished being drawn, and we were able to get a new tube of blood. This highlights though, how despite education, quality control in location, and frequent discussion about this, these tubes are too close in similarity. This is a problem- there are solutions such as a bright label, or tube top color and this must be addressed.